Event description:
This complaint is reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with a 4.5x20mm taxus liberte stent. The 91% stenosed target lesion was located in the moderately calcified and severely tortuous proximal right coronary artery (rca). Significant resistance was encountered during insertion and intravascular ultrasound (ivus) was used. The vascular access site was femoral and flushing was maintained. The procedure was completed with a plain old balloon angioplasty (poba) only. No pt injuries and complications were reported during the procedure. Pt status reported as "good". However, the analysis of the returned device found stent damage.

Manufacturer narrative:
Examination of the returned unit revealed stent damage. The entire stent was damaged. The struts were expanded horizontally. This type of damage is consistent with the device encountering some form of restriction during the procedure. No kinks or damage was found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the mfg documentation found that the device met its material, assembly and product specs at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.